Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix mesh. On (B)(6) 2011: the patient had unspecified injuries and underwent a revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard composix mesh. As reported, the attorney alleges general allegations against the bard composix mesh for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of composix mesh, patient was diagnosed with hernia recurrence, adhesion and fibrosis thereby underwent open repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix mesh. (B)(6) 2011: the patient had unspecified injuries and underwent a revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard composix mesh. As reported, the attorney alleges general allegations against the bard composix mesh for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6) 2007 - patient was diagnosed with incarcerated ventral hernia, thereby underwent open repair with the implant of composix mesh. Per operative notes, ¿the hernia sac was opened, and the abdominal cavity was entered. The sac along with the omentum were excised. Then a composix mesh was trimmed to the appropriate size and placed onto the defect using sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent ventral incisional hernia, thereby underwent open repair with removal of composix mesh. Per operative notes, ¿the hernia sac was bluntly dissected away from the surrounding fatty adipose tissues. Then the mesh and the additional ventral pocket was encountered. The old mesh was removed at the level of fascia after extensive lysis of adhesions was performed. Then a biologic mesh was placed over the defect using sutures.¿ attorney alleged that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.